Event description:
Non-sterile, non-functional product demonstration sample was placed in surgical field. Product was not used. There was no harm to the pt.

Manufacturer narrative:
Assessment of verbal report from sales representative. Results: demonstration product is packaged and labeled using same shelf box and labels as actual product. Demo product does not include catalog number, lot number and expiry data on the label. Demo product also includes an additional label identifying the item as a demo sample, indicating it is non-sterile and not for human use. Because the demo label was printed black on white, it appeared to be part of the other label text and was not identified as critical text. Conclusions: the existing labeling was not sufficient in identifying product as for demonstration use. Etex has since changed the demonstration label to print black on bright orange label stock. Font size has also been enlarged to be read more easily. All demonstration product has been relabeled with the new label.